Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rv lead was capped and replaced due to starting to show lower impedances in bipolar than unipolar. It was felt this was indicating the inner insulation was deteriorating. No patient complications were reported as a result of this event.